Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("body pain") and panic attack ("panic attack"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and pain outcome was unknown. The reporter considered medical device removal, pain and panic attack to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event medical device removal was added. Cluster ID, insertion date, removal date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.